Manufacturer narrative:
The insulin pump had intermittent button response due to flattened dome switch on down arrow button. The keypad connector was locked. The insulin pump was also received with constant motor error during rewind due to corroded motor home switch. The insulin pump was unable to complete the functional test, including the displacement test, basic occlusion test, occlusion test, prime test and excessive no delivery test due to motor error alarm. The insulin pump had missing address/serial number label, minor scratched display window, cracked display window, cracked case at display window corner, cracked battery tube threads, scratched reservoir tube window, cracked reservoir tube lip and a missing end cap sticker. The insulin pump was unable to verify label worn/faded due to missing address/serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported via phone call that the buttons on the insulin pump are not responding properly and are worn. The customer has to press them multiple times to get a response. Mother stated that the customer was in the hospital with high blood glucose but it was not related to diabetes or the insulin pump. Blood glucose value is unknown. It was also stated that the sticker with the serial number fell off. It was advised the insulin pump would be replaced and agreed to return the product for analysis.